Event description:
Customer reported that the insulin pump's reservoir contained air bubbles. Customer reported using a new bottle of insulin, but still saw air bubbles in the reservoir. Customer reported that her blood glucose levels were recently as high as 500 to 600 mg/dl. Blood glucose level was 262 mg/dl at the time of the call. During troubleshooting, customer filled the a new reservoir from a different lot and saw no air bubbles present. No further information was provided.

Manufacturer narrative:
Inspected three sealed reservoirs. Performed manual pre-fill test and reservoirs passed per specifications. No air bubbles anomaly was observed during analysis. Checked o-rings for defects and none was found.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.